Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: on/off button is secondary means of activating AED (IFU instructs use of pull handle). This report is being filed as it cannot be conclusively stated that recurrence would not result in adverse event.

Event description:
On/off button failed inspection in conjunction with return of product. (B) (4).